Event description:
Dear FDA, I was told to contact you about a problem concerning a mesh implant. I was rushed to the emergency surgery (B)(6) 2012 due to a mesh that had come loose and wrapped around my small intestines. It caused a block and I was literally straining to death. I lost a lot of weight, my hair was falling out. I had ulcer from esophagus to my stomach due to the severity. The past year and a half, I have been in and out of the hospital. I had to have tube feeding in my stomach and intestines and an IV line on my chest for blood work. This has not been only dangerous, but a real problem for my family. My daughter had to quit her job to be trained to take care of me 24/7. I was taking off the feeding tubes and IV lines (B)(6) and I am not able to eat normally and I'm trying to get my balance back and learning to write legible. I did really like to know why this is such a problem for the FDA to stop these manufacturers, defective products and help the people affected. Thank you for your time for hearing about my problems.